Manufacturer narrative:
An investigation was performed using visual and stereo microscopic inspection on the broken distractors returned. The stereo microscope investigation revealed tensile cracks. Further observation determined there were no indications of material or manufacturing defects. The device history records could not be reviewed due to the lot number not being provided by the customer. The results of the investigation have concluded that the root cause for breakage was due to mechanical overload on the devices. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Reference exemption number e2017029.

Event description:
While the doctor was placing the orthoanchor screw it snapped in half. Remaining shaft of the screw was left in the patient.